Event description:
The report states: the patient was revised to address poly-wear after eight years. It was reported that the patient was subluxing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.